Event description:
A tandem mobi cartridge alarm was reported by the customer, occurring during the cartridge load process. The customer confirmed that the alarm did not cause blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support verified recurrent cartridge alarms with consecutive cartridges and resolved the issue by sending a replacement pump to the customer after advising on returning the faulty pump using a pre-paid label within 10 days. No backup therapy was available, and the customer planned to contact their healthcare provider for assistance.